Event description:
Customer reported that the unit went ventilator inoperative with error code message machine and proximal pressure sensors failed. The customer reported there was no patient involvement.